Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the interrogated monitoring voltage is 2.45v. The battery status was at middle of life 2 (mol2). There was a review of the device memory, which noted no resets or fault codes. Upon further review it was noted that the last shock delivered was 31 joules. There were many shocks attempted during therapy verification testing, all ended in charge time out. A manual capacitor reform was initiated. The charge time was 45.1 seconds. Then the battery status went to end of life (eol). Additional testing was done and the pulse generator case was removed. Internal visual inspection noted no irregularities. The power supply voltage measurements are normal. The cell voltage was monitored during a capacitor reform, and the voltage remained at 2.44v. The charge was not occurring. An external power source was set to 2.44v and connected to the circuit. The cell was isolated, and all current measurements were normal. The power source voltage was increased to 3.25v. All current measurements were normal. Another capacitor reform was attempted. The device did not charge. Additionally curve tracer measurements noted open readings for all diodes in the transformer secondary circuitry. A close visual inspection of the transformer noted the cover was lifted on all sides except were it is soldered down. This is evidence that the transformer secondary windings have been broken apart. This kind of damage occurs when the device has been dropped.

Event description:
Boston scientific received information that this device did not pass the right ventricular (rv) pace shock falback test portion of returned products test, suggesting a possible performance issue.